Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The customer reported that the knives were dull during a procedure. No patient harm reported. Additional information and samples have been requested.

Manufacturer narrative:
(B)(4)

Event description:
The company representative indicated that there was no patient harm during the procedures.

Manufacturer narrative:
This is the first complaint reported for this finished goods lot. Review of the device history record indicates the order was built to specification. A sample has not been returned for this complaint. The root cause of the reported dull blade is unknown as a sample was not returned for investigation. A potential root cause includes an error during the supplier's manufacturing process. (B)(4).